Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Evaluation is ongoing.

Event description:
It was reported during inspection at user facility that the weld between top and the bottom housing was broken and housing can not be closed any more. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during inspection at user facility that the weld between top and the bottom housing was broken and housing can not be closed any more. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the weld between the housings and the base of the fixation rails no longer maintains the housing closed, was confirmed. Through visual inspection, the three battery housings were found to have broken welds where the top housing and bottom housings are connected. Devices were placed in parts retention.